Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was noted to be unresponsive and stopped all insulin delivery. The customer's blood glucose (bg) level was impacted 250 (mg/dl). The customer took manual injections to address their bg. It was indicated that the customer would use injections as alternate insulin therapy.